Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l and subjected to visual inspection. Results revealed that the lens was torn throughout the optic and continued down to the trailing hinge. A partial portion of the optic and the trailing haptic plate is missing. The lens damage is consistent with the lenses that have been removed from the eye. (B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert injector system. During surgery, the capsular bag broke which required a vitrectomy and lens removal/replacement with a different intraocular lens model. Reference MDR #2031924-2010-00208.